Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the ra lead was observed during follow-up in clinic. The noise could not be reproduced in-clinic with stress and provocation tests. Lead damage was suspected after reviewing the session records. Physician has not yet decided the resolution to the issue. Patient's condition was stable.